Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the software had not been updated. The technical support specialist accessed the station, removed rss version 4.8, and installed version 4.12 to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the application failed to launch and displayed a blue screen. The customer reported that the screen displayed the windows interface, and there was no available option to launch the application. Access to the medication was required following the patient's completion of surgery; however, the malfunction caused a delay in the administration of the medication to the patient. There were no adverse events or injuries reported based on this incident.